Event description:
During a visit to the clinic the user reported that the hearing on the left side has been affected after a possible trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
During a visit to the clinic the user reported that the hearing on the left side has been affected after a possible trauma which was not specified in detail. The user has been re-implanted.

Manufacturer narrative:
Based on the currently available information, a mechanical damage to the implant due to the reported external impact appears likely. However, to determine and confirm an exact root cause of failure an investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2022. This is a final report.

Event description:
During a visit to the clinic the user reported that the hearing on the left side has been affected after a possible trauma. Re-implantation is planned to be performed in (B)(6) 2022.